Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: g2 (user facility only). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely error b30 occurred due to faulty video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found a faulty video connector. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had a b30 scope communication error. The issue occurred during preparation for use prior to a cystoscopy. The procedure was completed with no delay. There were no reports of patient harm.